Manufacturer narrative:
H.6. Investigation summary: material #: 363083. Lot/batch #: 3111759. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes customer reports that tube is overfilling. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: it was reported by customer that tubes are overfilling for cat 363083 lot 3111759. Customer confirmed issue occurred on (B)(6) 23.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes customer reports that tube is overfilling. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: it was reported by customer that tubes are overfilling for cat 363083 lot 3111759. Customer confirmed issue occurred on (B)(6) 2023.